Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the emergency medical service was dispatched due to customer had low blood glucose level and passed out on (B)(6) 2020. Customer had low blood glucose level of 32 mg/dl. Customer had blood glucose levels of 399, 109 and 129 mg/dl. Customer was treated with glucagon for low blood glucose level. Customer was using auto mode. The insulin pump will not be returned for analysis.